Event description:
Approx 10 months after treatment with bovine collagen pt presented with erythema, edema, tenderness and pain. Sites of symptoms include bilateral nasolabial folds and upper lip. Dr diagnosis: collagen allergic reaction "possibly" related to product. Prescribed oral prednisone and percocet. Allergic reaction coincides with beginning treatment of concomitant medication remicade one month prior.